Event description:
It was reported that a new atrial lead was implanted in (B)(6) 2010 and that the lead threshold had continued to increase since implant. Due to the patient's age and health, the physician did not want the patient to undergo lead revision. The physician will leave atrial lead programmed high. The health professional requested a device longevity estimate for the device at the patient's programmed pacing parameters. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.